Manufacturer narrative:
(B)(4).

Event description:
Procedure type: face lift. According to the reporter: the suture broke one day after surgery, the pt had to come back. They had to re-suture. Pt had to come back to be re-sutured 1 day post operation. Possible cosmetic outcome was compromised. Some edema occurred-normal anticipated amount.